Event description:
Customer reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with frozen display due to corroded on the electronic assemble. Unable to verify the battery out of limit alarm, or unresponsive buttons due to frozen display.